Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-41891. It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix exhibited rotation issues. The lead was not used and the patient was in stable condition throughout the procedure.